Event description:
Report rec'd from the USA stating that the device "does not work" and there was a "cut in the hose." The end result was it did not provide any power to the console. It was unk to the rptr whether or not the device was used in surgery. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. The device was evaluated and found to have a damaged cord. This is most likely due to the usage/wear over time. The event was confirmed. If add'l info is rec'd, a supplemental report will be sent. (B)(4).